Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset arterial blood collection syringe had the incorrect label information before use. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated: ¿at the time of inspection at the reception, two boxes are detected with no lot and expiration date information on the tag or on the label of their primary packaging."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 14 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect label information with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Labeling records for the shipment were also reviewed and a root cause for the mix-up could not be determined. H3 other text : see h.10.

Event description:
It was reported the bd preset¿ arterial blood collection syringe had the incorrect label information before use. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated: ¿at the time of inspection at the reception, two boxes are detected with no lot and expiration date information on the tag or on the label of their primary packaging. "